Event description:
During an adiana procedure for permanent contraception the physician noted "a piece of the black protector sheath fell off into the pt's cavity." He used graspers and removed the piece from the uterus and aborted the attempt to place a matrix in the left fallopian tube. The pt was discharged home. On (B)(6) 2012, it was reported that the pt is doing fine.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).